Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 2.0; lab: 2.2. Date: same day. Inratio: 3.1; lab: 3.1. Due to the fact that the customer had blood in his urine/stool and he went to the ER, and was tested for pt/inr and inr was very high (no actual no obtained). This qualifies this case as an adverse event. Also per ts update on the next day, pt was given 10 mg of vit k, dc coumadin and IV was given.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 2.0; lab: 2.2; mean:2.1; confidence limits: 1.4 -3.1. Date: same day; inratio: 3.1; lab: 3.1; mean:3.1; confidence limits: 1.9 -4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Due to the fact that the customer had blood in his urine/stool and he went to the ER, and was tested for pt/inr and inr was very high (no actual no obtained) per dee, this qualifies this case as an adverse event. Also per ts update on the same day, pt was given 10mg of vit k, dc coumadin and IV was given. Product will be tested when returned.